Manufacturer narrative:
Our field service engineer investigated the ventilator at the hospital and the pneumatic back plane printed circuit board (pcb) was found faulty due to fluid ingress. The pcb was replaced and the ventilator regained function according specification and passed all tests. The replaced pcb was not returned for investigation. The pcb will not be further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The failure indicates that the operation probably have been outside prescribed environmental conditions.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that due to liquid ingress, the ventilator generated excessive volume error fault during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).